Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed. Blood glucose was 150 mg/dl. As the pump supplies were changed, tandem technical support could not determine cause of the occlusion.